Event description:
It was reported that an er220 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips dropped, since the jaw was misaligned. The clips were retrieved from the pt. A new clip applier was used to complete the case.